Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 531 on channel a was not confirmed during service evaluation. However, the quality engineer has confirmed failure 531 in the event history log and therefore confirming the reported condition. The assignable cause was a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced to correct the reported condition. Additional information: the user interface module software version is 5.04.00. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a 531 failure code on channel a. The event was reported to have occurred during delivery in the ICU. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.